Manufacturer narrative:
Evaluation summary: after complete disassembly of the endoscope, the following was found: twisted channels for supplying water, air, and jets in the segment area a glued nut of the control handle with a conical rubber band of the tube of the insertion part, which after disassembly caused damage to the conical rubber band. Based on the content of investigated data, it was determined that the potential cause/root cause of failure was that the signal line was partially disconnected due to the bending motion, bending of the ift, etc., and that the disconnection occurred in a specific bending state. A device history record(DHR) review was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured pentax medical miyagi on 02-sep-2022 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed on 02-sep-2022. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.

Manufacturer narrative:
Pentax medical emea responded to the good faith efforts request via email (B)(6)2023, stating they were unable to obtain information whether the image was lost during use in the hospital and if the image was lost, was the procedure completed or use an alternative endoscope. They are also indicated in most cases, users have multiple endoscopes for reasons such as reprocessing time. Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Image defect during insertion bending. Twisted channels for supplying water, air, jet in the area of the segment. This event occurred at the time of during inspection. There was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.